Manufacturer narrative:
(B) (4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info. The two other promus stent, indicated are being filed under another MFR#.

Event description:
Device issue: failure to advance - stent dislodgement. Time of device issue: during the procedure. Adverse event: unexpanded stent in anatomy, death. Onset of adverse event: during the procedure. It was reported that during the procedure in the circumflex artery on (B) (6) 2010, a promus stent did not cross the ostial area and was removed without issue. The procedure was completed and although it's uncertain if additional stents were implanted, results were thought to be satisfactory. On (B) (6) 2010, the pt was admitted to another hosp for an unspecified, emergent condition and was treated by a different cardiologist. On angiogram, it appeared that there was an unexpanded stent in the distal left main. The physician thought a stent, used in a previous procedure on (B) (6) 2010, may have dislodged. Reportedly the pt died. Though requested no additional info was provided. (B) (4)